Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Pacing, sensing, and shocking functions were verified per bench top testing. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Guidant (now boston scientific crm) received information in (B)(6) 2006 that a patient with this device contacted legal counsel. Subsequently, the device was received at boston scientific's post market quality assurance laboratory in (B)(6) 2010. Boston scientific crm received information from an out-of-service (oos) form that this device was electively explanted in (B)(6) 2010, due to elective replacement indicators (eri). The device was not replaced as the physician felt that the patient no longer required an internal cardioverter defibrillator (ICD). The patient's chronic implantable transvenous right ventricular (rv) defibrillation lead was surgically capped. The device was returned for laboratory testing.